Event description:
The lead anchor broke, resulting in the lead moving up two levels of the spine. The pt underwent revision surgery to reposition the lead and device; the ins was placed in a mesh pouch and attached to surrounding tissue. There was concern that the ins had slipped again. Further info is being requested from the hcp.